Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was severe. The patient presented with heart failure and dyspnea on effort. The tavr procedure was successfully performed with a 23mm sapien 3 ultra resilia. The patient's outcome was reported as "under treatment" at this time.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The complaint is unable to be confirmed as the complaint unit was not returned for evaluation and no imagery was provided. There is no evidence to suggest an edwards manufacturing defect, therefore, a pra and CAPA/scar are not required. Edwards received information that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was severe. The patient presented with heart failure and dyspnea on effort. The tavr procedure was successfully performed with a 23mm sapien 3 ultra resilia. The patient's outcome was reported as under treatment at this time. This is an 84-year-old male patient with history of aortic valve replacement. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7-8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. In this case, the implant duration was 6 years and 7 months. Based on the available information, the cause of the issue is indeterminable.